Event description:
(B)(4) received information through clinical trial review. During the stroke case the patient was administered IV-tpa, however, the tpa was soon stopped as the patient's systolic pressure increased from 190 to 220 and then to 225mmhg systolic. One pass of solitaire was performed in the right middle cerebral artery (mca) achieving tici 2b. There was severe underlying stenosis of the right mca at this point with no flow limitation. Soft tissue 3d computed tomography (CT) demonstrated right frontal bleed consistent with post-intravenous thrombolysis hemorrhage. The patient was admitted to the neurological intensive care unit (ICU) for monitoring and on mechanical ventilation due to respiratory failure. His neurological response was very poor. CT scan performed on the 3rd day post op revealed right intracerebral hematoma and small amount of subarachnoid blood over the right convexity with an evolving left periventricular deep white matter infarct, small left occipital infarct and small left subcortical infarct. The patient¿s condition remained critical, depressed mental status, fluid overload with anasarca and developed urinary tract infection (antibiotics given). Patient remained comatose and had poor prognosis. Family requested palliative measures and opted for dnr. The patient died 17 days after thrombectomy procedure.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the site. The lot history record of the reported lot number was reviewed and no quality issues were noted. (B)(4).